Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient did not keep track of when their therapy started not working so they couldn't give the month and year. They noted that it was, mainly, hurting a little. The patient was trying a little higher, noting that it was too low. The therapy was effective because they were able to do things they couldn't do before. There was a great improvement.

Manufacturer narrative:
Date of event: (B)(6) 2017 is an estimate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient went in to see the manufacturer's representative (rep) because they felt like the therapy was not working that good and it was getting worse. Patient said they had never fooled around with the settings all before. Patient said the rep turned stimulation up and they thought that it might be too strong, and the rep said by the time patient gets home it would lessen, but patient said it did not and patient still felt stimulation was painful, was not comfortable, it felt too strong and was getting awful. Patient said they waited until the day of the report to call since the rep had said after trying it out and walking/sitting down , if it was not the right level for patient to call patient services for help either to increase stimulation by one notch or decrease it by one notch. Patient said they know the pain they were having was from the stimulation because patient had scoliosis and stenosis so the patient had pain from that, further confirming that stenosis/scoliosis and subsequent pain from both were not device related. Patient said the pain they had from those things was a little lower and the stimulation pain felt like fingers twittling or like mice running but not running hard. It confirmed with the patient programmer (pp) that the ins was on, patient was on program 2 at 1.1v. Patient decreased amplitude and this eliminated the uncomfortable stimulation. Patient was walked through decreasing to 0.7v where they felt stimulation comfortably. Patient was to follow up with the health care provider (hcp) to recommend a different program if this level of stimulation was not improving their symptoms. Turning the ins on/off was reviewed for the patient but they stated that the doctor did it a little differently because the ins was on the left side and the lead wire crossed over to the right side. Patient also reported poor communication while they were being helped to pull settings up , further mentioning that they had never used the pp before but once patient found the correct place to put the antenna, they were able to pull up the settings. It was confirmed that patient had been putting the pp antenna in wrong spot. No further patient complications were reported /anticipated as a result of this event.